Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was hcp mentioned pt had come into their office for treatment for pain on (B)(6) and (B)(6). Tens/laser/other treatment the hcp was providing was helping pain, but pain symptoms would return after treatment. Hcp also mentioned that the pt shut off their spinal cord stimulation (scs) therapy, but still felt tingling and stimulation moving through legs today. The focus and reason for the call was compatibility questions the hcp had. The patient also started to have to charge their implanted neurostimulator more frequently since the end of last month. Hcp said the patient used to charge the implanted neurostimulators 2-3 times a week, but now, the patient's ins charge only lasted 1.5 weeks before they had to charge again. The patient was redirected to their healthcare provider to furth ER address the issue. The reason the hcp called in was to get tens/laser/other compatibility guidelines.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.